Event description:
Patient reported left side ¿ongoing staph like infection.¿ patient additionally reported ¿rosacea and arthritis like symptoms around shoulders/shoulder blades,¿ not related to the device. The device remains implanted.

Manufacturer narrative:
The event of ¿ongoing staph like infection¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿ongoing staph like infection.¿

Event description:
Patient reported left side ¿ongoing staph like infection.¿ patient additionally reported ¿rosacea and arthritis like symptoms around shoulders/shoulder blades,¿ not related to the device. The device remains implanted.